Event description:
Caller reported that at 5:00 pm, the aviva system gave at blood glucose result of 146 mg/dl, which seemed higher than what she was feeling. The customer passed out and was unresponsive around 5:00 pm, right after the reading, and an ambulance arrived at about 5:30 pm. The emts got a reading on their meter of 46 mg/dl, and took her to the hospital. Customer stated that her friend told her they gave her an IV of sugar water until 7:30 pm that night. After eating a turkey sandwich, her blood glucose was tested on the hospital's meter as 300 mg/dl. She was released at 11:00 pm, when her blood glucose was 197 mg/dl. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.